Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. The receiver was returned for evaluation. A visual exterior inspection was performed and passed. The receiver passed the charge and boot testing. The receiver log was reviewed, finding no errors related to the complaint. A receiver functional test was performed and passed all relevant testing. Confirmation of the reported inaccuracy could not be determined. A probable cause could not be determined. No additional event or patient information is available.